Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in china as follows: it was reported that on (B)(6) 2022, there was post-op plate breakage. This case is from the health authority. It was reported that the patient suffered a fracture of the upper fibula at the lower part of the left tibia due to an accidental fall. The relevant examinations were improved, and the patient underwent open reduction/internal fixation surgery with steel plate for the fracture of the lower left tibia. The operation was stable, and the patient was discharged 8 days later. The patient walked down on his own two months after returning home. After 106 days of operation, the radiograph showed that the steel plate was broken. No further information is available. This report involves one 3.5mm ti lcp(tm) anterolateral distal tibia pl 13 holes/left. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A manufacturing record evaluation was performed for the finished device (part # 441.449 lot # 45p5580) and no non-conformances / manufacturing irregularities were identified. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.